Event description:
This recon nail drill bit has 3 flutes. One of the flutes broke off and lodged into the patients femoral head. Doctor felt that removing the drill fragment was not worth the chance of damaging patients bone. Drill bit sequestered in managers office.